Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of 480 mg/dl. Customer reported vomiting prior to the hospitalization. Customer was treated with IV drips at the hospital. Customer also reported receiving no delivery alarms. Customer stated that she changed the battery and didn't screw it in all the way leading to the no delivery alarms. Customer also stated that they were aware of the no delivery alarms however did not hear them while sleeping. Troubleshooting was not performed as the insulin pump was not available. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.